Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had minor scratches on lcd window, broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the pump was in her pocket and the buttons were pushed for more than three hours. Customer's blood glucose reading was 125 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.